Event description:
A dialysis facility reported that foam and microbubbles were observed in the venous chamber and venous line during a hemodialysis treatment and there was no machine alarm. The pt complained of chest pain, shortness of breath, cough and anxiety. Venous line was clamped, pt was placed in left trendelburg position and oxygen was administered at 6 liters/min. The staff reinfused as much blood as possible from the arterial line. Estimated blood loss was 100-150 ml. No blood transfusion was necessary. The pt was kept in the clinic for observation for about an hour and was discharged home since vital signs were stable.